Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely elevated lipase result was obtained on a patient sample on an advia 1800 instrument. The initial result was reported out to the physician(s), which was questioned. A new sample was tested on the same instrument, resulting lower. A corrected report was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated lipase result.

Manufacturer narrative:
The initial MDR 2432235-2017-00091 was filed on january 30, 2017. Additional information (04/25/2017): the siemens headquarters support center (hsc) reviewed the event. Hsc stated this is not a method or reagent lot issue. No further information was made available. The cause of the discordant, falsely elevated lipase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.